Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a male coincident with dianeal pd2 ambu-flex, dianeal unknown, dianeal pd2 ultrabag and extraneal viaflex. In (B)(6) 2007, the patient began treatment with dianeal pd2 ambu-flex, dianeal unknown, dianeal pd2 ultrabag and extraneal viaflex (dosages and frequencies not reported) intraperitoneally (pd) for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). On an unreported date in 2011, the patient experienced peritonitis. It was unknown whether peritoneal effluent analysis and peritoneal effluent culture were performed. Cause of the peritonitis and treatment were not reported. Outcome was unknown. Action taken with dianeal and extraneal were not reported. The nurse did not know whether the event of peritonitis was related to dianeal or extraneal.